Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the insulation damage allegation was confirmed. A large cut in the insulation was observed likely induced damage. Moreover, tests confirmed that conductors were intact and visual inspection revealed no further abnormalities other than the induced damage from normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation damage. This lv lead was never in service. No adverse patient effects were reported.